Event description:
The patient contacted animas on (B)(6) 2012 alleging the pump's insulin on board function is not working properly. The patient alleged that the insulin on board showed that there was 0.08 units of insulin remaining 5.05 hours after the pervious bolus and the insulin on board setting is set for 4.5 hours. Troubleshooting with animas customer technical report (acts) revealed there had been no power interruptions. The patient denied any exposure of the pump to any kind of magnetic field or x-ray. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged insulin on board issue was not resolved with troubleshooting.

Manufacturer narrative:
The insulin pump has been returned and additional investigation was performed by product analysis on (B)(6) 2013.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the bolus history did not reveal any insulin on board volume left on the reported event date of (B)(6) 2012 at 14:44. Review of the black box revealed only typical usage alarms and warnings; the data from the reported event date of (B)(6) 2012 had been overwritten due to continued patient use. An ez-prime operation was successfully performed and accurately recorded in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.